Event description:
It was reported that there was a patient injury. The patient had a fall and had fractured her left hand. The patient had stated that it got bruised and banged up. There was a loss of therapeutic effect; the patient¿s tremor had returned in their right hand. The patient had been unable to adjust stimulation and the patient programmer was showing a ¿call your doctor¿ icon and a power on reset (por) condition. The patient was able to clear the por and turn the implantable neurostimulator (ins) on and felt stimulation again. There was an elective replacement indicator (eri) message. The patient saw an end of service (eos) message on (B)(6) 2015 and had no control of her right arm. The patient was having problems with the stimulator and the recharger. No outcome was provided. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0340363v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0519661v, implanted: (B)(6) 2005, product type: lead. Product ID: neu_recharger_acc, product type: recharger.(B)(4).